Event description:
Boston scientific crm received information that this product was part of a system explant due to a suspected patient infection. The patient has a hematoma at the pacemaker site along with bacteria in the urine. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The pacemaker was sent to the pathalogy lab at the hospital. Due to the nature of the issue, no analysis will be conducted if the pacemaker is returned.